Event description:
Customer experienced an issue with the camino icp system during a recent procedure. Customer connected a 1104b catheter to the cam02 monitor and it read a value of 300+ and were not able to 0. They tried connecting the catheter to another monitor and it gave a service message 1057. They then switched the catheter and used another monitor and were fine. After inspection of the error message 1057, the camino seemed functional after turning it on and off. The initial monitor was sent down to biomed. They tested this monitor as well and it seemed to be functioning properly. It was reported that the issue appeared to be a mix between a "busted" camino catheter and some user error involved.

Manufacturer narrative:
Investigation completed 09/25/2017. Complaint history, model 110-4xxx, from sep-2015 through 12-sep-2017 reviewed; there were 14 complaints confirmed. The number of confirmed reports (14) divided by the number of units sold model 110-4xxx, (B)(6) medical center, sep-2015 through aug-2017 and multiplied by 100 results in a failure rate percentage (B)(4). There was no other 110-4xxx complaint from (B)(6) medical center since sep-2015. The customers complaint could not be confirmed as the customer did not return the device for evaluation. Additional information received from neuro specialist, stated that checked with the hospital, the ICU team has already disposed of the catheter. The device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.